Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the device wont ¿boot up¿. While in use, the error message stating ¿connot locate mpm app" was displayed on the screen. There was no reported harm to the patient, and the device is anticipated to be returned for repair.